Event description:
The catheter broke while indwelling in the patient. Seventeen cm of catheter tubing was removed from the patient. The clinician believes the catheter was pulled, causing it to break.

Manufacturer narrative:
The sample has been received and is currently under investigation. A supplemental report will be submitted upon completion of the investigation.